Event description:
Additional information received identified the ipg was explanted and replaced with another model. Effective therapy was restored postoperatively. Reportedly issue has resolved

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may be taken at a later date to address the issue.